Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had under delivery and motor error alarm. The customer¿s blood glucose value was 500 mg/dl. Customer¿s current blood glucose is 397 mg/dl. The customer also mentioned other blood glucose values such as 375 mg/dl, 295 mg/dl, 336 mg/dl, 335 mg/dl, 52 mg/dl. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer did not experience any symptoms as a result of high blood glucose and low blood glucose. The customer treated with high blood glucose with insulin pump and low blood glucose with sugar and food. Troubleshooting was done for high blood glucose and under delivery. The customer declined troubleshoot for low blood glucose value. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering because of bent cannula. The customer stated that the insulin pump had no delivery alarm during bolus. Customer reports insulin exited. The drive support cap appears normal. Customer declined to check bolus wizard settings for accuracy. The insulin pump passed displacement test and high pressure test. The reservoir will not be returned for analysis.